Manufacturer narrative:
(B)(4). Age/date of birth: unknown/not provided. Gender/sex: unknown/not provided. If explanted; give date: not applicable. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that 4 out of 8 implanted intraocular lenses, (iols) model aab00 and model zcb00 had an issue where haptics stuck to optic and can only be loosened with the help of the I/a (irrigation/aspiration) hand pieces. The unfolding time was approximately 30 seconds. With the removal of the healon, the iol did not extend its arms (haptics) and so flaps around in the eye and often finds itself in the sulcus and then the haptics separate. It was difficult to place the iol back into place. The iols remain in the eye. No patient injury was reported. No further information was provided. This report is 2 of 4 and is to capture the complaint specifically against the aab00, serial number (B)(4).

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer because it remains implanted. The reported complaint cannot be confirmed. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no deviation or non-conformity report associated to the complaint found. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.